Event description:
A consumer called and stated that she was allegedly burned while using a heating pad. This incident resulted in blisters on her lower back, and the consumer stated that she did not seek medical treatment for this. The patient also stated that this incident occurred while she was leaning against the heating pad, which is contrary to proper use instruction. The product has a clear warning that states the product is intended for use on top of the body, and consumer should not sit against or lay on top of the heating pad. The instructions also have a warning to never place the pad between yourself and a chair, soft, bed, or pillow.